Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2012. According to the complainant, after capturing the stone inside the basket, lithotripsy was attempted. However, the stone was not able to be broken up and became impacted within the basket. The user then attempted to detach the tip, but the pullwire broke, where it connects to the handle, and the tip failed to detach. The physician removed the handle, and then withdrew the scope and catheter, leaving only the wire and basket inside the patient. A mechanical lithotripter device was attached to the section of wire which remained outside the patient, and then the stone was removed from the basket using this device. The basket was then withdrawn from the patient, and the stone removal procedure was completed using a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2012. According to the complainant, after capturing the stone inside the basket, lithotripsy was attempted. However, the stone was not able to be broken up and became impacted within the basket. The user then attempted to detach the tip, but the pullwire broke, where it connects to the handle, and the tip failed to detach. The physician removed the handle, and then withdrew the scope and catheter, leaving only the wire and basket inside the patient. A mechanical lithotripter device was attached to the section of wire which remained outside the patient, and then the stone was removed from the basket using this device. The basket was then withdrawn from the patient, and the stone removal procedure was completed using a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the basket/wire assembly detached and removed from the coil/handle assembly. Visual analysis of the basket assembly revealed that the basket wires were evenly spaced without deformation and the basket tip was intact. The pullwire was found to be cut approximately 36.5cm from the crimp sleeve. The guidewire lumen (sidecar) presented with push-back and the coil assembly was found to be kinked. Further analysis was performed by exposing the wire and handle cannula connection through device disassembly which revealed that the pullwire broke 10.5mm from the distal end of the cannula. Additionally, the fractured end of pullwire was necked down and broken into a "v" shape likely indicating that the wire sheared apart. The medial portion of the pullwire (approximately 110 cm) was not received for analysis. The condition of the returned unit was consistent with the complaint that the tip failed to detach and the wire in the handle broke. The device is designed so that the basket tip detaches if the stone cannot be crushed which, based on the device analysis, failed to occur in this case. However, a material review of the sub-assembly components used within the reported lot confirmed that the tip and pullwire joints conformed to the manufacturing specification. Although the evaluation revealed that the pullwire broke prior to the tip separating from the basket, these issues likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.